Event description:
Reportedly, the surgeon replaced the first hand piece with second ls1000. The second hand piece was not sealing consistently and surgery team needed help. The surgeon clamped down on a blood vessel and stepped on the foot pedal and the generator went through a complete seal cycle with an end tone reached. The surgeon removed the forceps and it looked as though no energy had been delivered to the tissue. The forceps did not stick at all, but the blood vessel burst. The procedure had to be converted to open baby had to have its chest opened and lost 140 of blood, had to be transfused. Procedure converted to open and clips and sutures had to be used to stop blood loss. Procedure: lobectomy.